Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient stated he could only pump a few times, then the implant would fall flat.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation at the exhaust tube/strain relief junction of cylinder #2. No functional abnormalities are noted with the pump, cylinder #1, or the reservoir. Quality concluded that while in-vivo both the exhaust tubes and inlet tube of the pump overlapped and abraded against one another. This most likely caused the exhaust tube of cylinder #2 to be kinked onto itself, abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable.